Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the DHR of product code: 179712745. Lot : arnbc4. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: november 5, 2014. Visual inspection: the complaint device si polyaxl screw 7 x 45mm (product code: 179712745, lot number: arnbc4) was returned to customer quality (cq )west chester for investigation. The screw was returned broken in two parts the head and the threaded screw shaft with the round portion of screw inside the head. The threaded portion of the screw was stripped and the violet color fading off from the shaft. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Expedium single innie 5.5 rod ti polyaxial screw. Dimensional inspection: complaint relevant dimension could not be measured due to post manufacturing damage. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the screw had broken into two pieces during surgery. This could have been caused by excessive pressure applied during procedure. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a metal removal surgery on (B)(6) 2021, due to back pain and connection degeneration. During the procedure, a screw broke as the screwdriver was inserted into the screw head. Screw head and shaft were both removed from the patient. The screw was replaced. There is no allegation against the screwdriver. Procedure was completed successfully with an unknown surgery delay. This report is for a si polyaxl screw 7 x 45mm. This is report 1 of 1 for (B)(4) and captures the screw breakage. Patient¿s pain and revision surgery is captured under (B)(4).

Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.